Manufacturer narrative:
The lot number for the device was provided, a review of the device history records was performed. The lot met all release criteria, meaning that no issues were noted during the mfg process or quality control inspection. This is the only complaint reported to date for this lot number. The complaint sample has been returned for eval and the investigation is currently underway.

Event description:
It was reported that a pta balloon dilatation catheter became lodged within the 6f introducer sheath during withdrawal from the pt. The catheter and introducer sheath were removed simultaneously from the pt as a single unit. A new introducer sheath was placed and the procedure was successfully completed using another pta balloon dilatation catheter. No pt injury.